Manufacturer narrative:
Lot number, expiration date, UDI, and manufacture date are unknown; no information has been provided to date. Initial reporter address & phone number: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. A device history record could not be completed as no lot number was received. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the balloon was not positioned where it should be in order to properly use it. There was no patient involvement and no patient harm adverse event reported.